Event description:
It was reported that the patient had experienced low voltage alarms and stated that they inadvertently disconnected themselves from the mobile power unit (mpu). Log files were sent for review. The log file captured low power events and multiple other associated alarm types on (B)(6) 2025. This appeared to be caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
H5 - labeled for single use: corrected. H8 - usage of device: corrected. Manufacturer¿s investigation conclusion: the reported event of low voltage alarms was confirmed via log file analysis. An event log file was submitted for evaluation and data from the reported event dates of 06jan2025 ¿ 07jan2025 was reviewed. On 06jan2025 at 20:53:56, 20:54:57, and 20:55:41, while connected to the mpu (mobile power unit), low power hazard and power cable disconnect alarms activated due to losses of alternating current (ac) power. The alarms transitioned into no external power alarms within 4 seconds. The alarms quickly resolved after ac power was restored each time. Pump operation was not affected. The heartmate mobile power unit (mpu) (serial number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Available information stated that the root cause for the reported event was determined to be due to user error, the patient disconnected themself from the mpu. Device history records could not be reviewed due to the serial number of the mpu being unknown. Heartmate 3 patient handbook, rev. D section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU), rev. C section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. C section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook, rev. D section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook, rev. D section 6 ¿caring for the equipment¿ and heartmate 3 IFU, rev. C section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook, rev. D section 10 ¿safety checklists¿ and heartmate 3 IFU, rev. C section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook, rev. D cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.